Event description:
It was reported to boston scientific corporation that a pinnacle posterior pelvic floor repair kit was used during a rectocele repair procedure. As the physician was throwing the second leg assembly through tissue, he encountered resistance, and the suture, with the needle at the end, detached. Reportedly, the detached suture with needle was captured inside the capio device. The physician completed the procedure with another pinnacle posterior pelvic floor repair kit with no complications to the patient, who was fine at the conclusion of the procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a pinnacle posterior pelvic floor repair kit was used during a rectocele repair procedure. As the physician was throwing the second leg assembly through tissue, he encountered resistance, and the suture, with the needle at the end, detached. Reportedly, the detached suture with needle was captured inside the capio device. The physician completed the procedure with another pinnacle posterior pelvic floor repair kit with no complications to the patient, who was fine at the conclusion of the procedure.

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. Visual analysis of the returned mesh assembly revealed that the needle was missing from the blue striped dilator. Visual analysis of the returned capio device revealed that the needle, with a portion of suture attached, was inside the capio cage. Functional testing of the returned capio device showed that it operated freely.